Event description:
Case description: investigation results of novopen® 4 - batch nvgbf64 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission following has been updated investigation results - b, c, d and g codes were updated. Is non-reportable? Was updated. CAPA comment was updated. Narrative was updated accordingly references included: reference type: e2b company number reference ID#: eg-novoprod-1156506 reference notes: reference type: mw 3500a MFR. Rpt. # reference ID#: (B)(4) reference notes: medwatch 3500a MFR. Report number final manufacturer's comment: 22-feb-2024: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Patient's underlying history of diabetes mellitus is a confounding factor for the development of hyperglycaemia. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of actrapid. H3 continued: evaluation summary the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) ppg test reach to 540 mg/dl [hyperglycaemia] cartridge holder detach from the pen body accidentally or intentional [device issue] not taking required doses due to tc of np4 [device delivery system issue] cloudy insulin [liquid product physical issue] insulin in use, not preserved at room temperature 20-25 degrees [product storage error] case description: study ID: 1706-novocare programme study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's height, weight and body mass index was not reported this serious solicited report from egypt was reported by a consumer as "ppg test reach to 540 mg/dl(postprandial hyperglycemia)" beginning on 17-dec-2023 , "cartridge holder detach from the pen body accidentally or intentional(device component issue)" with an unspecified onset date , "not taking required doses due to tc of np4(device delivery system improper flow)" with an unspecified onset date , "cloudy insulin(liquid product physical issue)" with an unspecified onset date , "insulin in use, not preserved at room temperature 20-25 degrees(product storage error)" with an unspecified onset date and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes", actrapid (insulin human) (dose, frequency & route used- 4 before breakfast ,9 before lunch ,4 before dinner) from unknown start date and ongoing for "diabetes", current condition: diabetes(type and duration was not reported). On an unknown date, during first day of usage before the experienced event occurred, the cartridge holder detach from the pen body accidentally or intentional after assembly patient didn't check the insulin flow and could not take the required dose. On 17-dec-2023, patient experienced hyperglycemia, the patient discovered her ppg(blood glucose) was 540 mg/dl so patient went to the intensive care unit lasted 24 hours until patient was recovered . After the second day when the patient used the same insulin (actrapid) by syringe not by np4 patient found her ppg test was stable. It was reported that insulin in use was not preserved at room temperature 20-25 degrees celsius and he was advised about how preserve it. It was reported that the insulin used was not suspension but cloudy insulin batch numbers: novopen 4: nvgbf64 actrapid: asku; action taken to actrapid was reported as unknown. The outcome for the event "ppg test reach to 540 mg/dl(postprandial hyperglycemia)" was recovered. The outcome for the event "cartridge holder detach from the pen body accidentally or intentional(device component issue)" was not reported. The outcome for the event "not taking required doses due to tc of np4(device delivery system improper flow)" was not reported. The outcome for the event "cloudy insulin(liquid product physical issue)" was not reported. The outcome for the event "insulin in use, not preserved at room temperature 20-25 degrees(product storage error)" was not reported. Reporter's causality (novopen 4) - ppg test reach to 540 mg/dl(postprandial hyperglycemia) : probable cartridge holder detach from the pen body accidentally or intentional(device component issue) : unknown not taking required doses due to tc of np4(device delivery system improper flow) : unknown cloudy insulin(liquid product physical issue) : unknown insulin in use, not preserved at room temperature 20-25 degrees(product storage error) : unknown company's causality (novopen 4) - ppg test reach to 540 mg/dl(postprandial hyperglycemia) : possible cartridge holder detach from the pen body accidentally or intentional(device component issue) : possible not taking required doses due to tc of np4(device delivery system improper flow) : possible cloudy insulin(liquid product physical issue) : possible insulin in use, not preserved at room temperature 20-25 degrees(product storage error) : possible reporter's causality (actrapid) - ppg test reach to 540 mg/dl(postprandial hyperglycemia) : probable cartridge holder detach from the pen body accidentally or intentional(device component issue) : unknown not taking required doses due to tc of np4(device delivery system improper flow) : unknown cloudy insulin(liquid product physical issue) : unknown insulin in use, not preserved at room temperature 20-25 degrees(product storage error) : unknown company's causality (actrapid) - ppg test reach to 540 mg/dl(postprandial hyperglycemia) : possible cartridge holder detach from the pen body accidentally or intentional(device component issue) : possible not taking required doses due to tc of np4(device delivery system improper flow) : possible cloudy insulin(liquid product physical issue) : possible insulin in use, not preserved at room temperature 20-25 degrees(product storage error) : possible.